Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a power conversion enclosure was replaced to resolve the issue. A system checkout was performed after replacing part and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power conversion enclosure has been receive by the manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the power conversion board on the imaging system was damaged. There was no patient present at the time of the issue.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the transistor was found to be shorted. The event was related to an electrical issue.